Event description:
During a breast biopsy procedure, the tip of the device broke off into the pt. Radiologist did a diagnostic mammogram, made the incision larger at the device entrance site, and was able to retrieve the tip from the pt. There was no pt consequence. Used another like device to complete the procedure.